Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) exchange procedure, he experienced floaters, blurry vision, his depth perception is off and his equilibrium is off. Additional information was provided by the technician, who reported that she was not aware of the patient having issues after the first iol was replaced. She will follow up with the consumer to gather more information. There are two medical device reports associated with this patient. This report is for the second iol implanted.